Event description:
It is reported that the physician could not locate the locking screw to utilize with the component. Another implant was opened and that locking screw was implanted.

Manufacturer narrative:
(B)(4). Evaluation summary: no product or packaging was returned with the complaint for review, so it is not possible to confirm the complaint. Cause cannot be definitively determined. Evaluation codes: review of the device history records did not find any deviations or anomalies. The device history records were reviewed and found to be conforming; indicating the device was manufactured, inspected, and packaged to specifications.